Event description:
During omega twin hook surgery, a stopper of combo reamer loosened when the surgeon was reaming. There is a risk that it will penetrate the femoral head.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that combination reamer assembly. Omega was alleged of issue s-35 (no locking effect) could not be confirmed. Based on investigation, the root cause was attributed most likely to a user related issue. The complaint product is visually and functionally correct. No significant damages were present and the locking device works as intended. The drill remains fixed to the reamer. The failure would have been probably caused by a non tight assembly of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During omega twin hook surgery, a stopper of combo reamer loosened when the surgeon was reaming. There is a risk that it will penetrate the femoral head.